Manufacturer narrative:
Device was not returned. If additional information becomes available it will be provided in a supplemental report. Device disposition unknown.

Event description:
The customer reported early failure of the gamma nail.